Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle retraction was slow. There was no report of patient impact. The following information was provided by the initial reporter: this is the 2nd of 2 occurrences it was reported by the customer "per our customer their pre-op team says that the needle isn¿t retracting very fast".

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle retraction was slow. There was no report of patient impact. The following information was provided by the initial reporter: this is the 2nd of 2 occurrences. It was reported by the customer "per our customer their pre-op team says that the needle isn¿t retracting very fast."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.